Event description:
It was reported that there was an event where the patient¿s insertable cardiac monitor (icm) had an alert-initiated transmission. Upon review there were no alerts and no episodes on the transmission. No intervention was reported. Patient status was not reported.